Manufacturer narrative:
One used burr was returned for evaluation. Visual inspection identified significant axial fractures through the adapter body, to the outer sheath. A contact point on a section of the sheath at the end of the tube coupled with corresponding debridement of the inner tube opposite the contact point was observed. All indications point to excessive lateral load during device rotation. The device was inspected dimensionally and found to meet design requirements. Functional inspection was performed and the inner blade rotated freely within the outer blade, no friction was felt in the unloaded condition. The device history records were reviewed and no discrepancies were found (method code). The company will continue to analyze additional complaints as they are reported. (B)(4).

Event description:
During a shoulder arthroscopy procedure it was reported that the burr shed. The surgeon was able to flush out the shedded material. A back-up device was utilized and no patient injury or complications took place. There was no time delay reported.